Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. Updates to sections d4 and h6. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined the likely cause as follows: the lock function of the endoscope connector loosened due to improper handling or because the product was used in a state where foreign matter, such as dust and detergent remnants, adhered to the electrical contacts of the endoscope connector. As stated in the instructions for use, as a preventive measure: "push the video connector of the videoscope cable exera ii into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·push the video connector into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. ·push the video connector of the camera head or the oes video converter into the video connector socket of the video system center all the way until it clicks, holding the video system center with a hand so that it will not move. Confirm that the ¿up¿ mark points upwards. Scope communication err (b30): wipe the electrical contacts on the endoscope connector using clean lint free cloths moistened with 70% ethyl or 70% isopropyl alcohol and completely dry them. After drying them, connect the endoscope to the light source. "

Manufacturer narrative:
The suspect device was not returned to olympus for evaluation and a root cause could not be determined.

Event description:
A user facility reported to olympus that, during a procedure, they would loose the image and there was a scope communication error when using an olympus 190 series scope. There was no patient injury or harm, associated with the problem, reported to olympus.